Event description:
Plaintiff report initial bilateral implantation 12/5/83. Plaintiff alleges "...injuries as a result...of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."